Event description:
It was reported that using a radial artery access approach during a procedure of the eccentric, moderately calcified, non-tortuous, 90% stenosed, de novo, distal right coronary artery (rca) the 2.0 x 15 mm mini trek balloon dilatation catheter was to be used for pre-dilatation, however, during pressurization the balloon would not inflate and outside the anatomy a leak of contrast was noted. A non-abbott bdc was used to predilate the lesion. An unspecified stent was deployed without noted issue and treatment of the distal rca was completed. During the same procedure of the eccentric, moderately tortuous, moderately calcified, 75% stenosed, de novo proximal rca the 3.0 x 15 mm trek bdc was positioned and during the first inflation attempt at 6 atmosphere (atm) the balloon ruptured. The device was removed without issue and a non-abbott bdc was used treat the lesion without issue and the procedure was completed. It was noted that post procedure the physician attempted to examine both devices but could not duplicate the failure on either device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: taiga 6fr al1. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause for the reported inflation difficulty and leak could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency. The trek referenced is being filed under a separate manufacturing report number.